Manufacturer narrative:
(B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before the implantation of a preloaded intraocular lens (iol), model pcb00v, the surgeon observed that the bevel part of the cartridge was deformed. Reportedly, the operation was completed safely using another pcb00v. No patient contact or injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/01/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The cartridge was observed correctly engaged into lower body of the pcb00 device. The plunger was observed in advanced position. The plunger was gently pulled back and it was found not locked. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was stuck at the cartridge tip/tube. The cartridge tip was observed deformed. Viscoelastic was not observed in the cartridge. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to inspect the device for particles, material deposits, damage, or other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.